Event description:
Nursing staff obtained an instant hot pack from the storage room to use on a patient. The rn squeezed the bag and felt the inner pack burst as expected. She then shook the bag gently to activate the chemicals. However, the heat pack did not heat up. Instead, it remained room temperature. Another heat pack was obtained and worked as expected. It is unknown why this occurred. There are no obvious visual defects to the device and staff are confident that the device in the storage area had not been previously activated because the rn felt the inner pouch break when she squeezed the bag. We plan to return the product to the manufacturer for their inspection/analysis.